Event description:
Analysis of a generator explanted due to end of service discovered that the generator was received at settings indicative of a faulted diagnostic test. The exact date that the faulted diagnostic test occurred is unknown. No additional relevant information has been received to date.

Manufacturer narrative:
.